Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that the actual manufactured date was 10-feb-2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a 650cc cpx4 with suture tabs medium height smooth expander prosthesis and experienced left-sided deflation postoperatively. As a result, the patient underwent removal and replacement with a 650cc mentor memorygel breast implant (left catalog #: shpx650, left serial #: (B)(4)) on (B)(6) 2021.